Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for lead replacement due to noise observed on the rv lead. During the explant a lead extractor was used to remove the lead. Externalized conductors were suspected, but not confirmed. The lead was explanted and replaced. The procedure was completed successfully and the patient condition was stable.